Event description:
A health professional reported that an ophthalmic operating console had no phacoemulsification power. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service record relevant to the reported complaint was found. The service record (sr) was opened to address the reported event. The sr was cancelled at the customer request. The system was last serviced prior to the reported event per sr. The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).